Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: product was not returned for evaluation/repair. Evaluation of the video sample provided by the customer confirms erratic issues with reading magnet/ECG readings on a site-rite 8 with sherlocks sensor device. However, complaint investigation and root cause determination could not be completed without physical evaluation of the unit. H3 other text : evaluation findings are in section h.11.

Event description:
Showing incorrect picture on screen, scrap. Additional info received 11/16: navigation is very unstable. It is not reliable as it is moving around. Also the green diamond is very unstable, the green diamond suddenly shows at clavicular level.

Event description:
Showing incorrect picture on screen.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number asewl306 showed no other similar product complaint(s) from this serial number.